Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm showed 241 mg/dl, and he began feeling unwell and experienced shakiness. As he prepared to check his blood glucose (bg), he fell backward and fainted. His wife attempted to wake him for about a minute before he regained consciousness. Following the fall, he had a bump on his head and a bruise on his back. After waking, he was given juice and a glucose tablet. He then performed a fingerstick bg check, which showed 127 mg/dl. Approximately 15 minutes later, he calibrated the sensor using this value, and the cgm became accurate (unspecified value). The patient stated that he consulted his physician (unknown date) and was advised to report the incident to dexcom. At the time of the report, he plans to speak with his doctor again and will follow up with dexcom if needed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.